Event description:
While defibrillating pt with the device, arcing was seen across the pt's chest upon two deliveries of energy. The complainant indicated the the user switched the electrode pads and the pt was then asystolic and no further attempts to deliver energy were made.